Event description:
Caller reported a potential false negative troponin I (tni) result on triage cardioprofiler vs the lab analyzer (B)(4). No pt info was provided.

Manufacturer narrative:
Investigation pending.